Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling caused the defect. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device had fluid infiltration after the user submerged the device and forgot to attach the waterproof cap. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the adhesive at the light guide lens was peeled off creating a gap. This report is being submitted for the malfunction found during evaluation (gap in adhesive). There was no effect on a patient due to the event.

Manufacturer narrative:
During inspection and testing, service found the adhesive at the light guide lens was peeled off creating a gap. The reported issue (fluid infiltration) was not confirmed during testing. In addition, angulation was reduced due to elongation of the angle wires, the play in the angulation knob was out of specification due to elongation of the angle wires, there was a crack in the adhesive on the bending section cover, the insertion tube was deformed, there were scratches on multiple parts of the device, and the control section was stained. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.